Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented into the emergency room with heart palpitations, interrogation revealed the device was in software reset. The reset was triggered by the device reaching eri. Device changeout was recommended. No further information is available.